Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the liquid crystal display board. Unable to verify the frozen screen due to the blank display.

Event description:
The customer reported a black rectangle on the screen with only the battery icon on the top. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.